Event description:
It was reported that there was a patient alert and that the right ventricular lead had increased impedance, noise, and oversensing. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual lead was not returned for analysis; however, performance data was collected from the device and the data has been analyzed. Resistance/impedance increase: weekly pace lead impedance trend data shows an abrupt increase for max ventricular pace bi impedance = 380 to 1425 ohms peak between (B)(6) 2012 and (B)(6) 2012. Lead integrity alert triggered: 1-1 patient alert for lead failure predictor between (B)(6) 2102 09:0:04 and (B)(6) 2012 14:31:30. Sensing/oversensing: 14 - ventricular nst <=320 ms between (B)(6) 2012 04:14:31 and (B)(6) 2012 14:32:22. Interference/noise: ventricular short interval count v-sic=92.4 counts avg/day, in 1.19 days, between (B)(6) 2012 10:41:27 and (B)(6) 2012 15:16:11. The full lead was returned and analyzed. The distal conductor was fractured, and blood/body fluid was present (not obstructed). The outer tubing overlay exhibited cosmetic environmental stress cracking, blood was found in/on the helix/lobe mechanism, and the helix/lobe was distorted/bent.